Event description:
On 13-aug-2025, the user reported blood glucose readings above 400 mg/dl for about 3.5 hours. The user contacted support, paused ilet insulin delivery, and gave a manual insulin injection as advised. The condition was self-treated, and no long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.